Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 29th of october 2016 for further investigation. During the investigation the fse unplugged and then replugged the back connector on the sensor board to reset it. Fse performed daily check on the instrument and there were no errors noted. Customer ran quality control on all assays and all results were within range. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due glitch on the sensor board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported error 3006 washer temperature low on their aia-360 instrument. The customer rebooted the instrument and the error is still occurring. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni 2 and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.